Event description:
It was reported that restenosis occurred. The subject was enrolled in the (B)(6) study on (B)(6) 2016 and the index procedure was performed on the same day. The target lesion was located in right proximal superficial femoral artery (sfa) extending to right mid sfa with 100% stenosis. The lesion was 180 mm long with a proximal reference vessel diameter of 5 mm and distal vessel diameter of 5 mm and was classified as tasc ii a lesion. The target lesion was treated with pre-dilation followed by placement of a 6 mm x 120 mm and 6 mm x 80 mm study stents. Following post dilation, the residual stenosis was 10%. The subject was discharged on dual antiplatelet therapy. On (B)(6) 2020, the subject was diagnosed with in-stent restenosis in the right sfa and angiography without revascularization was performed.

Event description:
It was reported that restenosis occurred. The subject was enrolled in the imperial study on (B)(6) 2016 and the index procedure was performed on the same day. The target lesion was located in right proximal superficial femoral artery (sfa) extending to right mid sfa with 100% stenosis. The lesion was 180 mm long with a proximal reference vessel diameter of 5 mm and distal vessel diameter of 5 mm and was classified as tasc ii a lesion. The target lesion was treated with pre-dilation followed by placement of a 6 mm x 120 mm and 6 mm x 80 mm study stents. Following post dilation, the residual stenosis was 10%. The subject was discharged on dual antiplatelet therapy. On (B)(6) 2020, the subject was diagnosed with in-stent restenosis in the right sfa and angiography without revascularization was performed. It was further reported that on (B)(6) 2020, 80% stenosis was noted in the right sfa. It was treated by atherectomy and drug coated balloon. Post-procedure, the residual stenosis was noted to be 20%. The event was considered resolved. It was further reported that on (B)(6) 2020, the subject underwent a diagnostic peripheral angiogram that revealed in-stent 90% stenosis in the right sfa, the right popliteal artery widely patent with 3 vessel run off, approximately 40% stenosis in the left sfa, and the left popliteal widely patent with 3 vessel run off to the foot. Based on the findings, a right lower extremity revascularization procedure was planned for a later date. On (B)(6) 2020, the subject was presented to the hospital with right-sided severe claudication (rutherford classification 3). Claudication occurred when walking <200m in the calf. 80% stenosis in the right sfa (prox to mid) was treated by performing atherectomy with a non-boston scientific device followed by dilatation with a 5mm x 120mm non-boston scientific drug-coated balloon. At the time of the event, the subject was on dual anti-platelet therapy. It was further clarified that the restenosis occurred on (B)(6) 2020.

Event description:
It was reported that restenosis occurred. The subject was enrolled in the imperial study on (B)(6) 2016 and the index procedure was performed on the same day. The target lesion was located in right proximal superficial femoral artery (sfa) extending to right mid sfa with 100% stenosis. The lesion was 180 mm long with a proximal reference vessel diameter of 5 mm and distal vessel diameter of 5 mm and was classified as tasc ii a lesion. The target lesion was treated with pre-dilation followed by placement of a 6 mm x 120 mm and 6 mm x 80 mm study stents. Following post dilation, the residual stenosis was 10%. The subject was discharged on dual antiplatelet therapy. On (B)(6) 2020, the subject was diagnosed with in-stent restenosis in the right sfa and angiography without revascularization was performed. It was further reported that on (B)(6) 2020, 80% stenosis was noted in the right sfa. It was treated by atherectomy and drug coated balloon. Post-procedure, the residual stenosis was noted to be 20%. The event was considered resolved. It was further reported that on (B)(6) 2020, the subject underwent a diagnostic peripheral angiogram that revealed in-stent 90% stenosis in the right sfa, the right popliteal artery widely patent with 3 vessel run off, approximately 40% stenosis in the left sfa, and the left popliteal widely patent with 3 vessel run off to the foot. Based on the findings, a right lower extremity revascularization procedure was planned for a later date. On (B)(6) 2020, the subject was presented to the hospital with right-sided severe claudication (rutherford classification 3). Claudication occurred when walking <200m in the calf. 80% stenosis in the right sfa (prox to mid) was treated by performing atherectomy with a non-boston scientific device followed by dilatation with a 5mm x 120mm non-boston scientific drug-coated balloon. At the time of the event, the subject was on dual anti-platelet therapy.

Event description:
It was reported that restenosis occurred. The subject was enrolled in the imperial study on (B)(6) 2016 and the index procedure was performed on the same day. The target lesion was located in right proximal superficial femoral artery (sfa) extending to right mid sfa with 100% stenosis. The lesion was 180 mm long with a proximal reference vessel diameter of 5 mm and distal vessel diameter of 5 mm and was classified as tasc ii a lesion. The target lesion was treated with pre-dilation followed by placement of a 6 mm x 120 mm and 6 mm x 80 mm study stents. Following post dilation, the residual stenosis was 10%. The subject was discharged on dual antiplatelet therapy. On (B)(6) 2020, the subject was diagnosed with in-stent restenosis in the right sfa and angiography without revascularization was performed. It was further reported that on (B)(6) 2020, 80% stenosis was noted in the right sfa. It was treated by atherectomy and drug coated balloon. Post-procedure, the residual stenosis was noted to be 20%. The event was considered resolved.